Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump is over delivering insulin. The customer¿s blood glucose level was 89 to 80 mg/dl at the time of the incident and was still dropping. The customer was at 121 mg/dl at the time of the call. The customer was having vision difficulties and was feeling woozy. The customer stated their pump drive support cap was flush. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. Also, the device passed the dat test at 0.0880 inches. No possible over and under delivery anomaly noted.